Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The recipient had no longer benefit with the device. There is no report of accident or trauma. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance is affected. There is no report of accident or trauma. The surgeon plans to check the implant bed and repeat in situ testing. Patient may be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient had no longer benefit with the device. There is no report of accident or trauma. A check of the implant bed was done in the operating room and in situ testing was repeated with no changes. The implant was moved to the site to check for edema, but nothing remarkable was noted. The clinic wants to proceed with re-implantation, but no date has been made available yet.